Manufacturer narrative:
The lead was returned severed in two segments at 11.8 centimeters (cm) from the is-1 terminal pin. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly and lead body setscrew marks on the terminal connectors at the correct location and identified calcified body fluid on the distal shocking coil. Laboratory analysis concluded that depending on how much calcification was on the lead before the lead was explanted, the impedance measurement could have been affected.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the ICD and rv lead were explanted and replaced with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead and another manufacturer's implantable cardioverter defibrillator (ICD) exhibited a steady increase in shock impedance measurements. The patient was brought into the clinic and a 1.1 and 31 joule shock was delivered. Shock impedance measurements were noted to be 94 ohms post delivery of the 1.1 joule shock and were 142 ohms post delivery of the 31 joule shock. A second 31 joule shock was then delivered and shock impedance measurements were noted to be 94 ohms. No fracture was visualized under x-ray and the lead terminal pin appeared fully inserted into the device header. It was noted that the patient would be undergoing a device changeout on a future date and lead replacement would be considered at that time. This product remains implanted and in service. No additional adverse patient effects were reported.